Event description:
It was reported to philips that the therapy delivery test fails. There was no patient involvement. The field service engineer (fse) evaluated the device and it did fail the delivery test. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.